Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1131103) indicated that the device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci vascular closure specialist that a male patient underwent a coronary diagnostic procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 5f sheath (unknown model). A pre-procedure femoral angiogram revealed no presence of pvd/calcium within the vicinity of the puncture site. Post procedure, the deployer, who is a trained user of the mynx, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that during deployment, the balloon lost pressure; as a result access was lost to the artery. The physician removed the device and converted the patient to 20 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home with no reported clinical sequela.